Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain for (B)(6) 2019. It was reported that the patient was having to recharge two times per day and was also getting a settings not available message on their patient controller since implant. When the manufacturer representative checked, electrodes 8, 10, and 13 were out of range ¿red.¿ the manufacturer representative programmed around it, but when the patient got home, they were getting the settings not available message. The patient is around 3 milliamps, so impedances I likely the factor causing the settings not available message. It was advised that the manufacturer representative check the impedances again as well as the energy usage on the tablet. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that reprogramming was performed on the day of the report. It was unknown if there were any symptoms related to seeing the settings not available message. It was unknown if the energy usage was consistent with the patient charging twice per day. The manufacturer representative was able to program around the high impedances to allow the patient to increase stimulation to the desired settings for effective therapy and an appropriate charging interval. There were no patient symptoms or complications reported.